Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 for right heart failure. The patient was previously admitted for right heart failure in (B)(6) 2016. The patient experienced peripheral edema and low cardiac input. The patient's pump speed was adjusted and diuretics were administered. The patient was discharged on (B)(6) 2019. Further information could not be provided due to the hospital's patient privacy policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure cannot be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until they expired on (B)(6) 2020, reported under MFR #: 2916596-2020-03580. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. B) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.